Manufacturer narrative:
H4 - device mfg date: the serial number is unknown, which makes this date unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a plum 360 that experienced unexpected shutdown. The reporter stated that they had a couple of reports from staff of the ICU medical plum IV pump stopping an infusion without notable indication. There was unknown patient involvement.

Manufacturer narrative:
The customer reported that the pump stopped an infusion without notable indication. The device in question was not returned to the service hub; therefore, we were unable to perform a visual inspection or any functional testing to assess the device's performance. A 12-month service could not be performed because no serial number was provided. The customer did not provide any event history preventing a review of the event history/alarm logs, consequently, the reported condition was unable to be confirmed or replicated.